Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 429 mg/dl. The customer was treated for the high blood glucose with a bolus form the insulin pump. The customer stead that they changed the soft set and but their insulin pump only delivered five units of insulin. The customer was advised to change their reservoir and infusion set. The customer was advised to monitor the device for any future issues.